Manufacturer narrative:
An event of atrial fibrillation (af) during the procedure in a patient with no known history of af was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 2135147-2020-00121. On (B)(6) 2019, a 35mm amplatzer pfo occluder was implanted using an . The patient has a history of stroke, but did not have any known history of atrial fibrillation. During the procedure while crossing the septum, the patient went into atrial fibrillation. The patient was initially schedules for dc cardioversion on (B)(6) 2019, but converted spontaneously to normal sinus rhythm on his own. On (B)(6) 2020, an injectable loop recorder was implanted.

Event description:
Additional information received indicates that on (B)(6) 2021, paroxysmal atrial fibrillation was confirmed.